Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2006 and tvt and gyno-mesh were implanted. It was reported that the patient experienced pain. No additional information was reported."

Manufacturer narrative:
The investigation is ongoing and the results will be reported when it is available. The internal complaint number is (B)(4).

Manufacturer narrative:
: Addtional information g1, h6, h11. "An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable." The internal complaint number is (B)(4).